Event description:
The customer tested in the morning at 59mg/dl and 72mg/dl. She thought the readings were too low. Customer service offered to troubleshoot. The check test result was 5.8. Customer service realized the meter was set in mmol/l. The customer service helped the customer change the meter back to mg/dl. The customer stated that she had been getting low readings for the last month. Customer service was having the customer return the meter and will replace.